Event description:
On 1/8/92 the pca team adjusted the rate of flow (decreased) on a pca pump delivering fentanyl to a patient. Before the team could leave the room the patient went into respiratory arrest. A code was called. Artificial respiration was given tothe patient and she responded within two (2) minutes. The patient was sent to scu for observation. The patient was then returned to her original floor until her discharge on 1/13/92invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.